Manufacturer narrative:
The device was not returned for evaluation. An event regarding a damaged spigot protector involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results:the device was not returned for evaluation, however an image of the device was provided. It was confirmed from the image that one lug of the spigot is bent and almost totally broken. No defect is observed on the second lug. Medical records received and evaluation: not performed as medical records were not received for evaluation. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: a review of the complaint history database indicated that there have been no other similar events for the reported lot. Conclusions: the investigation concluded that the root cause of this event was due to a manufacturing issue with the (B)(4) supplier to (B)(4). The supplier determined the devices escaped inspection. Not returned.

Event description:
The customer reported that the exeter v40 stem was opened for a case and that it had a deformed spigot. There was a short delay to the case while a replacement product was opened.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The customer reported that the exeter v40 stem was opened for a case and that it had a deformed spigot. There was a short delay to the case while a replacement product was opened.